Event description:
It was reported that during a xia 3 surgery, when the surgeon was using the torque wrench and did the final tightening of the blocker and he reached the 12n, the tip of the torque wrench broke. The part that which was separated was recovered and no adverse events were reported to the patient.

Manufacturer narrative:
Methods: device inspection; device history review; complaint history review; risk assessment results: the hex-tip on the returned instrument was confirmed to be broken. A review of manufacturing records for the lot, did not find any issues related to the incident. A CAPA was initiated to investigate the recurrent issue of hex-tip breakage on torque wrenches. The main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement (high hardness). The following contributing factors were also identified during the root-cause analysis: 1) poor manufacturing (machining lines) leads to a weaker hex-tip, 2) design geometry causes stress concentration, 3) user-error: the surgeon applies excessive torque and/or cantilever during final tightening. Conclusion: the main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement (high hardness). However the exact cause of the failure cannot be determined is likely multifactorial.

Event description:
It was reported that during a xia 3 surgery, when the surgeon was using the torque wrench and did the final tightening of the blocker and he reached the 12n, the tip of the torque wrench broke. The part that which was separated was recovered and no adverse events were reported to the patient.